Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery (cfa). A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed and a pinhole was noted at the center of the balloon. The procedure was completed with a different device. There were no patient injury reported and the patient condition was good.